Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a response was received, however, no additional information was provided. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. No other details were provided.

Event description:
It was reported that, "stem was inserted to desired anteversion. Implant was impacted using stem inserter. After impaction inserter locking ring was found to be distorted and one could no longer fit inserter on stem."

Manufacturer narrative:
Through follow-up with the health-care provider via fax, it was learned that the patient expired due to global cardiac dysfunction and heart failure. However, the health-care provider has disassociated the device from the event. Therefore, it has been determined that this event is not reportable to the FDA.